Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that during use of the bd interlink¿ threaded lock cannula while trying to attach an elastomeric infusion to a 6 year old client via PICC line. The blue threaded cannula snapped leaving the internal part of the cannula attached to the elastomeric line. This occurred whilst trying to attach to the bung. The broken part of the system was not attached before it became evident that there was a problem.